Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set crimped cannula event on 06-may-2024. The infusion set was in use for 12 hours. The infusion site was abdomen. The glucose level was in between 400-410 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly no further information available.